Manufacturer narrative:
The 2.6f vascu-PICC was returned for evaluation. The lumen length is 23cm. Visual examination of the device revealed a hole in the lumen just beyond the 1cm mark. The lumen appears to burst outward. A functional evaluation indicated that both lumens leaked when flushed. A great deal of blood was noted in both lumens distal to the burst location. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Root cause cannot be determined but is most likely not manufacture related. Cause is most likely due to lumen occlusion and flushing against resistance. The instructions for use (IFU) contain the following potential complication: damage/fracture of catheter the IFU contains the following warnings and precautions: *do not flush against resistance. If the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. *do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). *only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. *bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post placement procedure, the line cracked internally and had to be removed from the patient.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation and additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.